Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a cooling fan speed error. It was reported there was no patient involvement at the time the issue was discovered. A philips authorized service provider (asp) went onsite and confirmed the cooling fan speed error, and the fan was damaged. The philips asp replaced the cooling fan to resolve the reported issue. The philips asp replaced the cooling fan to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.